Event description:
Reportable based on device analysis completed on (B)(6) 2013. It was reported that a stent failed to cross. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified left iliac artery. Following the insertion of a 6fr 12cm non-bsc short sheath and a 0.035 non-bsc guide wire, an 8.0x40x75cm express ld vascular stent was advanced outside of the patient but failed to cross the sheath at the proximal side of the balloon which mounted the stent. The device was retrieved intact and the procedure was completed with a 7.0x57cm express ld vascular stent. No patient complications were reported and the patient's status was good. However, device analysis revealed that the stent moved on balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device found no kinks along the shaft. An examination of the crimped stent found that the stent was pulled distally on the balloon, resulting in the proximal edge of the stent being positioned distal to the distal edge of the proximal markerband. However, it was possible to pass the device through a 6 french size sheath with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).